Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 14-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that for 'a couple of days,' then stated '2-3 days,' then stated 'probably since friday,' they had been having a lot of difficulty getting their communicator to charge. Patient stated the cord that plugs into the communicator 'popped out,' and they had to tape it in order to get it to charge last night. Patient stated they were using the same cord they received when they got their equipment and the cord was not damaged. Patient confirmed the handset works well. Patient stated they called medtronic representative (rep) on 'probably on friday ,' who told them to call patient services to be overnighted a replacement or to talk about this issue or something. Patient stated medtronic rep was unable to help them over the phone when patient tried talking to them. The issue was not resolved. A request was sent to repair to replace the communicator.

Manufacturer narrative:
H3. Analysis of the communicator found micro usb charge port is loose, passed bench test, and failed final functional jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.